Manufacturer narrative:
Updated results of investigation: the real intelligence 5 mm cylindrical bu, part number rob10035, lot number 51199714, intended for treatment was not returned for evaluation. Images were provided. The reported problem was confirmed with a visual inspection. A visual inspection of the images was conducted and confirmed the tip of the burr is completely black and the internal error was displayed on the screen. Screenshots and system log files provided were reviewed. The reported problem was confirmed. Z-index is within the tolerance of 1.3mm thereby passing calibration, however, exceeds the nominal value of .63mm that a properly inserted bur will indicate. A complaint history review was performed by part number and no similar complaints were identified. A review by lot number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. A review of the cori user manual, 1000245340 revb, shows a step in the workflow under "checking the bur for seating" that instructs the user to gently pull the bur to ensure that it is secure within the drill. This check is also displayed to the user as a specific screen during setup, after loading the bur and prior to verifying the robotic drill. Performing this step would have revealed that the bur was not fully locked and would have prevented the reported issue from occurring. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with improper bur loading technique. There is a step in the workflow that instructs the user to gently pull the bur to ensure that it is secure within the drill. Performing this step would have revealed that the bur was not fully locked and would have prevented the reported issue from occurring. As part of corrective actions, the calibration step has been updated as of v3.0.3 to reduce the likelihood of misuse by minimizing the potential for an improperly loaded (not fully inserted) bur to pass calibration. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka surgery, the burr fell out of the handpiece. The representative had noticed before that the system began to produce more 'red' than normal, indicating the burr could be not stable enough and was cutting more bone than expected. After changing the handpiece, the issue persisted and again the burr fell out. On the third attempt, an internal error occurred, and they were unable to resolve it, so they switched to a manual procedure. After the surgery, the representative tried to get in the case again just to check if the internal error would appear again and it didn't. Staff think the problem was the burr as the tip is black. The procedure was performed, after a non-significant delay, using manual technique. No further complications were reported